Event description:
Approximately three hours after a percutaneous coronary intervention (pci) on (B)(6) 2011, an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a right common femoral artery (rcfa) puncture with mild calcification. The lumen diameter of the punctured artery was 5.0mm. The physician changed gloves, clamp, and scissors before angio-seal deployment and sterilized the puncture site before and after deployment. On (B)(6) 2011, the patient was discharged from the hospital. On the (B)(6) 2011, the patient developed a fever. The following day, the patient was readmitted to the hospital due to a suspected infection. The patient had a high grade fever of 39.4 degrees celsius. The patient underwent blood tests and received antibiotics. On (B)(6) 2011, the treatment had not suppressed the patient's fever, and the inflammation reaction had been aggravated. The tissue surrounding the puncture area was filled with pus. Surgery was performed and the angio-seal was removed. (B)(6) was confirmed by the blood culture and two types of antibiotics were administered (unknown type and dosage). The following day, the patient's fever had gone down and the blood culture turned negative. The value of c-reactive protein (crp) gradually decreased and the patient is recovering, but still being monitored in the hospital.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a polyfoil bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.